Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager door was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that the remote manager had fallen off and the hasp was damaged and not installed correctly. A field service engineer (fse) had removed the remote manager, reinstalled it correctly, to resolve the issue. The system functioned as intended after the field service engineer repaired the device.